Event description:
In an article titled "adjacent vertebral fractures after percutaneous vertebral augmentation of osteoporotic vertebral compression fracture: a comparison of balloon kyphoplasty and vertebroplasty", a prospective study of 46 pts (51 vertebral bodies) underwent balloon kyphoplasty procedure and 27 pts (32 vertebral bodies) underwent vertebroplasty procedure were presented. All levels treated were located in the thoracic and lumbar spine. The following events were reported: the 65 cement leakages were reported in the balloon kyphoplasty group. Most leakages were paraspinal (48%), intradiscal (38%, 1 out of 4 pts), epidural (11%), pulmonary (1.5%), and foraminal (1.5%). Three pts out of 7 cases in the vertebroplasty group had intradiscal cement leakages. All leakages were asymptomatic and there was no need for surgical intervention. It was noted that the bone cement was prepared and injected per IFU. No additional info was reported.

Manufacturer narrative:
Report source: article titled "adjacent vertebral fractures after percutaneous vertebral augmentation of osteoporotic vertebral compression fracture: a comparison of balloon kyphoplasty and vertebroplasty" by I. Movrin, r. Vengust, r. Komadina. This article did not indicate the bone cement used in this study is kyphx hv-r bone cement. Device not returned; followed-up with author.